Event description:
It was reported by a user facility that during a holep procedure in which a lumenis slimline fiber was used the physician deployed the laser energy inadvertently perforating the patient's urethral orifice and bladder. It was further reported the patient was very distended after the completion of the case. The user facility reported that the subject device fiber was disposed.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility for follow-up information about the patient. The user facility reported the patient was transported to a separate facility for post procedure care therefore the condition of the patient and the extent of the patient's distension was unknown. No subject device failure reportedly occurred. The user facility stated the subject device fiber was disposed following the procedure; therefore no examination of the subject device occurred. Device was reportedly disposed.